Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. This may result in forward firing. The fiber proximal to the fracture can rotate independently of the metal cap. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild charred detritus adhesion and scorching on the surface. The fiber was tested in a helium-neon laser fixture and there were no signs of breakage along the fiber length. The connector cone, segments, and tabs appeared to be in good condition and secure. The control knob was attached, aligned with fiber and able to rotate the fiber. The reported allegation was confirmed. Based on the distal circumferential fracture the event is confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 22,845 joules the fiber experienced significantly diminished vaporization. The physician decided to switch the camera. After switching the camera, the fiber stopped working. The fiber was replaced and a second fiber was used to complete the procedure without consequences to the patient. The fiber was returned and analysis identified a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential forward firing exists.